Event description:
The complainant alleged that the emt's were attending a pt. Upon the emt's arrival, CPR was being performed by the pt's family. The pt was monitored using a non-zoll device and zoll electrodes, with mfc adapter; the pt was presenting an asystole heart rhythm. Pt CPR was continued, and epinephrine was administered. Upon medics arrival the non-zoll device was removed from the pt and an m-series defibrillator was put in place. At that time the pt's heart rhythm converted to a ventricular fibrillation heart rhythm. The medics administered several shocks to the pt, but upon the delivery of the energy, there was no pt muscle movement, although the device indicated that the energy was delivered. The medics then changed from electrodes to paddles, and again administered several shocks to the pt, but again there was no muscle movement upon the delivery of energy, although the device indicated that the energy had been delivered. Additional epinephrine was administered to the pt, and the pt regained a pulse and was transferred to the hosp emergency room.